Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection.

Event description:
(B)(6) reported "infection". This record is for the left side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
Infection (late onset) has been removed and is no longer reportable. It has been replaced with e1901 bacterial infection due to positive testing for staphylococcus aureus.

Event description:
Patient reported "infection". Healthcare professional reported culture positive for staphylococcus aureus. This record is for the left side. Device remains implanted.